Event description:
On (B)(6) 2024, it was reported by a sales representative via email that a patient underwent revision surgery due to pain. On (B)(6) 2023, the patient underwent surgery for an ankle fracture and syndesmosis repair. During the procedure, two ar-8730-36pt low profile screw, ti, 3.0 mm x 36 mm, cancellous, partially threaded, an ar-8827-18 low profile screw, 2.7 x 18 mm, cortex, an ar-8827-22 low profile screw, 2.7 x 22 mm, cortex, an ar-8973ds fibulock implant system, an ar-8973l-38-180 arthrex fibulock nail, 3.8 x 180 mm left, and an ar-8925ss syndesmosis tightrope xp, stainless steel were implanted. Post-operative, the patient started to experience pain. On (B)(6) 2024, revision surgery was performed to remove all the implants except for the ar-8973l-38-180 arthrex fibulock nail. During the removal of the implants, the distal end of the extraction tool of an ar-8973rk fibulock removal kit broke off after roughly 8 mallet strikes. Another ar-8973rk fibulock removal kit was opened, and the same thing occurred. The extraction tools broke, but no pieces were in the patient. The surgeon elected to close and finish the case with the nail still implanted and felt confident that the removed products would help with the patient¿s complaints.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.